Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. There was no reported adverse impact to the customer's blood glucose. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.